Manufacturer narrative:
Investigation summary: it was reported the syringe jams during use. To aid in the investigation, five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. A device history record review was completed for provided material number 306575, lot number 0352381. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Silicone dispersion in the barrel is being monitored to provided consistency in our processes and products. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ sp pre-filled flush syringe nacl 0.9% plunger jammed when releasing the last "5 mls" of saline during the flush. The following information was provided by the initial reporter: "there has been an intermittent issue with release of saline from syringe. Able to flush 5ml of saline but then the syringe completely jams and unable to release the remaining 5mls at all. The lot # is 352381."